Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During an implant procedure in (B)(6), a cerebrospinal fluid leakage was observed. The procedure was aborted, and the patient remained hospitalized for observation. Follow-up on this matter found the patient has since been released and shows no related symptoms. The patient has been referred to another physician for a pain management assessment.